Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a sigmoid diverticulitis procedure on (B)(6) 2014 and linear cutter and reload suture were used in abdomen.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent cystoscopy and excision of subclitoral cyst due to sui. After implantation, patient experienced pain, recurrence, dyspareunia, and nerve damage. No additional information provided.

Manufacturer narrative:
.